Event description:
The customer reported that the ortho provue analyzer dripped fluid during type and screen patient testing and that the probe was bent. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site, cleaned and adjusted the air regulator and ran all diagnostics, returning the instrument to expected operation. No definitive root cause was determined.